Event description:
This is conservatively filed to report the gastrointestinal bleed and renal failure requiring intervention. It was reported in a research article that a patient underwent transcatheter edge-to-edge repair (teer) to treat complete rupture of the anterolateral papillary muscle and severe mitral regurgitation with a grade of 4+. Prior to the procedure, due to the patient's condition, they were already placed on venoarterial extracorporeal membrane oxygenation (va-ECMO) in addition to an intra-aortic balloon pump (iabp). Two nt mitraclips were successfully implanted reducing the mr to a grade of 2+. The patient was decannulated seven days post procedure. The post procedural course was complicated by a hematoma due to va-ECMO decannulation requiring vascular repair. Additionally the patient had an upper gastrointestinal bleed and renal failure requiring hemodialysis. Prior to discharge transthoracic echocardiogram (tte) showed mild mr. The patient was discharged on day 41. Details are listed in the attached article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture." No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, implant and explant: estimated. The UDI number is not known as the part and lot number were not provided. The additional patients referenced in the article are filed under a separate medwatch report number. Attachment: article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture".

Manufacturer narrative:
The device was not returned for analysis. The lot history record review was not performed because this complaint is based on an article review, and no part or lot information was provided. Based on available information, causes for the reported hemorrhage and renal failure could not be determined. The reported patient effects of hemorrhage and renal failure are listed in the IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.